Manufacturer narrative:
The delivery accuracy test was performed to attempt to duplicate the reported issue of device gives under delivery values. The reported issue was duplicated. The reported issue was not confirmed in alarm log history of device. The probable cause of the reported issue is a damaged part of the mechanism assembly (cam motor slips during delivery operation).

Event description:
The event occurred on an unspecified date. The customer reports device gives under delivery values. Unknown patient involvement and unknown harm reported.